Event description:
It was reported that during a craniotomy, the route bit fractured. Both pieces were removed, and there was no patient injury reported.

Manufacturer narrative:
Device not returned for evaluation.